Event description:
The contact stated that the customer was hospitalized due to her meter readings. The customer's blood glucose was tested, and the reading was in the 500's (mg/dl). The customer took insulin based on the meter reading, but her glucose was still reading too high, according to the contact. The customer was hospitalized for 3 days and treated with insulin for her high glucose. The meter and test strips are to be returned for evaluation, and replacement products were sent to the customer.